Event description:
It was reported that a pt underwent an l3-l5 posterior lumbar fusion utilizing rods. No evidence of instability or spondylolisthesis at the l3-4 junction. The surgeon used the rod to simply "top off at l3-l4". Crosslink used at l4-l5 level. Approximately 3 weeks post-op, xrays and complaints of pt back pain reportedly revealed that the rod had "twisted" sideways thus kinking the bumper on the pt's left side. Also, the pedicle screw at the l3 level had begun the "windshield wiper" effect within the bone/screw interface. Pt underwent revision surgery to remove and replace hardware. At this time, the surgeon noticed that the screw had broken out of the pedicle laterally. The hardware was removed and replaced with a 5.5 ti rod and new screw placement. No pt complications were reported.

Manufacturer narrative:
Device has not been returned to the manufacturer; therefore, product evaluation is not possible. Unable to determine the cause of the event.